Event description:
Caller reported accidentally delivering too much insulin by manually bolusing. Customer's blood glucose level subsequently decreased to an unknown level, and customer was hospitalized in the intensive care unit. The customer was treated with intravenous fluids of saline which resolved the issue with no permanent damage. The customer was released on (B)(6) 2025. Recommendation was made to consult with healthcare provider regarding diabetes management.